Event description:
It was reported to boston scientific corporation that a boston scientific sling system (exact type unknown) was used during a procedure on (B)(6), 2011.according to the complainant, the patient experienced pelvic pain, a urinary tract infection, and dyspareunia post procedure. The exact nature and date of onset for each is unknown.all other information is unknown. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a procedure on (B)(6) 2011. According to the complainant, the patient experienced pelvic pain, a urinary tract infection, and dyspareunia post procedure. The exact nature and date of onset for each is unknown. All other information is unknown. Attempts to obtain additional information have been unsuccessful.